Manufacturer narrative:
(B)(4). Date sent: 03/16/2023. Additional information was requested, and the following was received: did the hospital stay extended longer than normal for this type of surgery? No extended stay longer than usual experienced h11: corrected data = h1: MDR decision: not reportable. Upon review of the information captured in h10, it was concluded that this event does not meet the defined criteria for a reportable event, and is being considered not reportable.

Event description:
It was reported that the stapler would not open (locked), eventually it worked. There was a short delay in surgery time. Procedure: lap end to end anastomosis onto the upper rectum.

Manufacturer narrative:
(B)(4). Date of event: unknown, captured as awareness date. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the gun was inserted by our senior clinical fellow without difficulty and the anvil engaged uneventfully. He closed the gun to the very slightly past the midline of the green zone and fired. I was watching and this all went to plan. He opened the gun two full turns (which I watched. After the gun still felt fixed in place and the attempt to withdraw it was just drawing the anastomosis down the rectal stump. We tried rotating the gun, but this just caused the bowel to twist. We tried closing the gun again and re-opening ¿ no improvement. I took over and confirmed that the gun did seem unusually stuck. I carried out a rectal examination. This confirmed that there was an appropriate gap between the head of the gun and anvil. I passed a finger around and did not feel any tissue between the bowel wall and the gun. After doing this however the gun felt less fixed and came out easily. The donuts were intact and a flex sigi showed an intact anastomosis with no air leaks. Patient is currently 6 days post op - not moved bowels yet but otherwise making satisfactory progress. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.